Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that separation of the microcenter could be related to the tortuosity of the collateral channel. The patient was fine and discharged seven days after the procedure. The returned microcatheter had its tip torn and missing. At the tip breakage site, circumferential tensile cracks were found on the tip surface. The tip was flattened and deformed into an oval shape. Measuring of the remaining tip revealed that the missing tip was approximately 2mm long; the tip was separated where the boundary between the part containing underlying braids and the part only consists of tip tube lies. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was presumed that the tip of the microcatheter was flattened by the external factor such as tortuous peripheral vessel. The flattened tip seemed to have deteriorated the wire's sliding ability. At that time the physician attempted to remove the microcatheter, pulling force along with removal manipulation caused the tip of catheter torn and separated. There was no indication of product deficiency. Since the separated tip was not returned, a possibility that the tip fragment might have been left in the patient could not be ruled out. IFU states: - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, - [malfunctions] separation.

Event description:
During a pci to treat a heavily calcified cto lesion in the rca #2 and #3, the subject microcatheter was delivered over a concomitant guidewire in the retrograde approach via the lcx. The microcatheter and the guidewire got stuck during wire manipulation. A balloon catheter was delivered antegrade to release the microcatheter and the guidewire when the tip of the microcatheter was accidentally torn off. Tip separation occurred on the guidewire so the physician removed both microcatheter and guidewire from the vasculature. The physician confirmed no tip fragment was left in the vessel and resumed the procedure. The blood flow was reestablished by a stent deployment ant. The retrieved tip fragment was inadvertently discarded at the user facility.